Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: was the device locked on tissue with the jaws closed? Not reported. If yes, how was the device removed? Not reported. Did the jaws eventually open? Not reported.

Event description:
It was reported that during the surgery, after fired, could not open the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.